Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached over 500 mg/dl while wearing the pod between 4 and 24 hours. She went to the emergency room. She also gave herself injections which brought her blood glucose down to the 300s mg/dl. The patient had symptoms of vomiting, diarrhea, nausea, dry mouth, light headedness, and it was hard to swallow. She was treated for hyperglycemia with IV fluids and 4mg of ondansetron (zofran).